Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6).

Event description:
When connecting the torque limiting attachment to the blue screwdriver handle, it was noticed the nut on the side of the blue handle was missing. This caused the internal components of the screwdriver to fall out and become unusable. The hospital was able to utilize another device to complete the procedure. This is 1 of 1 report for this complaint (B)(4).